Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "acute episodes of anxiety and reactive depression", "profound asthenia and loss of muscle strength", "recurrent episodes of herpes zoster (indicating immunological failure and exhaustion)", "chronic and unexplained skin pruritus", "debilitating chronic fatigue, making basic routines impossible", "dyspnea (shortness of breath)", "severe insomnia" and "marked hair loss (diffuse alopecia), asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants ¿ autoimmune/inflammatory syndrome induced by adjuvants), also clinically diagnosed as breast implant illness (bii)". Patient´s representative also reported "giant cell inflammatory reaction of foreign body type around amorphous material suggestive of silicone, gel bleed (free silicone in the tissues)" and "there's contracture, significant adhesions, in the texture of the capsule, pain, capsular contracture". This record is for the right side. The device was explanted.